Event description:
It was reported that the device packaging was mislabeled. An icesphere s 90 degree needle was opened from the packaging. The package incorrectly labeled the icesphere s 90 degree needle as a 175cm needle instead of a 100cm needle. The needle was not used.